Event description:
It was reported, that the patient's implantable pulse generator (pacemaker) was found with the right atrial (ra) lead in unipolar configuration. And it was inquired if a lead safety switched (lss) occurred, as it was initially set to bipolar. One impedance measurements was out-of-range at 2030 ohms, but the impedance has been within limits before and since then. Technical services reviewed, this device's details and discarded the possibility of a lss as this feature was not available within the specific device setting at that moment. Ts suggested, that likely someone reprogrammed the device at some point since implant. This vdd ra lead was reprogrammed back to bipolar. And daily impedance measurements were turned off. This vdd lead remains in service. And no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).